Manufacturer narrative:
(B)(4). Concomitant medical products: 406662 mod calcar planer 42mm blade, 128520. 406662 mod calcar planer 42mm blade, 442070. 406662 mod calcar planer 42mm blade, 442070. The complaint is confirmed based on the sample that was returned. Visual inspection of the glenoid baseplate reamer exhibits nicks and scratches on its cutting surface, as well as other abrasions on the body indicating repetitive use. Review of device history records found this was released to distribution with no deviations or anomalies. A root cause cannot be determined based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was dull. The products were used successfully during a prior procedure, but were noted to be dull and needed replaced. There were no patient consequences as a result. No additional information is available.